Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code and a "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's sensor board was replaced to address these issues.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.